Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a laparoscopic cholecystectomy excessive fogging was noticed on the scope. The surgeon decided to continue to the surgery with the device. During the surgery however due to obstructed view the surgeon caused a laceration to the liver due to the fogging. The patient was kept overnight to be monitored but no further treatment was reported.

Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause for the reported event is attributed to damages at the distal end / fiber optics resulting from improper device handling.